Manufacturer narrative:
(B)(4). (B)(6). Evaluation information: the flogard infusion pump was serviced on-site. Visual inspection, an alarm log review, power on self-test and battery testing were performed. During the power on self-test and the alarm log review an f-94 alarm was identified. The cause of the alarm was a loss of configuration within the device. The device was reconfigured to resolve the reported issue. The pump passed all testing and was returned to good working order. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a flogard infusion pump experienced an f-94 alarm. There was no patient involvement. Additional information was requested and is not available.